Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. The blood glucose reading was 543 mg/dl at the time of incident. The customer stated that infusion set one was bent, other one had stop insulin flow and another one was not sticking. The current blood glucose was 323 mg/dl. The customer declined for troubleshooting as it was past event. The insulin pump will not be returned for analysis.